Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a not-reportable fio2 preoperational test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third-party field service engineer, and a ventilator inoperative condition occurred. The service engineer states that the blower needs to be replaced to address the issue. Additionally, the proportional valve, 3-way solenoid valve, and system printed circuit board assembly (pcba) need to be replaced to resolve the failed test. A service engineer is in the process of being dispatched to proceed with the onsite repair.